Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed ¿unable to proceed please check alerts¿ during the fill tubing process when a cartridge was inserted, while fill tubing without the cartridge succeeded, and repeated restarts did not resolve the malfunction consistent with a consecutive stalled motor alarm; the user transitioned to backup therapy and a replacement ilet was provided with return of the original device pending. Symptoms included hyperglycemia above 200 mg/dl for about one hour without ketone testing, medical intervention, or hospitalization. Outcomes included temporary use of backup therapy without long-term impairment. Investigation included technical support, troubleshooting, and device replacement logistics. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device